Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that pacing impedances on this left ventricular (lv) lead were intermittently high out of range. Failure to capture and stimulation were also noted. The lv lead was surgically abandoned and replaced. No additional adverse patient effects were reported. The patient's cardiac resynchronization therapy defibrillator (crt-d) remains in service.